Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed, but the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments. C-00 errors are in error log. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator to resolve the issue. System tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, several errors c-00 and c-34 occurred on the erbe generator. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) contacted the initial reporter and obtained the following additional information regarding this event: the clinical sales representative (csr) reported to the field service engineer (fse) that in the last couple of uses, the erbe generator was giving error messages such as c-00 and c-34. The fse visited the site and confirmed the errors and replaced the erbe generator. The errors happened only when customer was using monopolar energy, and the customer used an external electrosurgical unit instead. The customer kept the erbe generator for bipolar energy.